Manufacturer narrative:
Additional information in sections a and b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that this occurred during a spinal fusion procedure.

Manufacturer narrative:
H3 - evaluation of the returned battery found that the battery was leaking. There was no fault found with the returned ups. Software evaluation determined there was no software issue. H6 - evaluation codes c02, c0201, d02 apply to the returned battery. Codes c19, d14 apply to the ups and software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 9735773; product ID: 9735787. The system was serviced in the field and it was determined that the batteries were overheating by checking their temperature. The ups and battery pack were replaced and the issue resolved. A system checkout was performed and the system was functioning as expected. The battery and ups have been returned for analysis, however, analysis has not been completed at the time of report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while setting up for the case the system gave an error message that stated system detected an error during start up. The system then unexpectedly shut off. The system would not move past the login screen after powering the system back on and changing outlets. There was no impact on patient outcome. A site visit was made by a manufacturing representative (rep) who found that the main cart was connected to the wall but the camera cart was disconnected. Only the main cart would boot up. The system was plugged into wall power and off for 15 minutes which resolved the boot issue. A battery test was performed with no issues and both batteries displayed 100% and charging. The batteries held power for 3 minutes. There was 750 gb of available space on the system and 233 patients stored on the system. The date and time were accurate. After approximately 10-15 minutes of being powered on and after deleting patient data the system unexpectedly shut down while connected to wall power. There was one patient that contained no images and could not be removed from the system. The main cart shut down and only the camera cart would boot up. The main cart shut down and the camera cart power led was slowly flashing. The system was removed from wall power for 2 minutes and could not be rebooted. The system was then booted from camera cart and reboot was successful from main cart. All status were normal in self test. The covers were removed and the main cart batteries were hot to the touch. It was suspected that the main cart batteries were overheating.